Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. During troubleshooting with tandem technical support, the customer reloaded the cartridge and was able to receive an accurate fill estimate. The customer's blood glucose level was 258 mg/dl. The customer delivered a bolus to address high blood glucose level.